Manufacturer narrative:
Insulin pump received with a cracked select button on the keypad overlay. The pump passed the the displacement test. However, pump also received with intermittent button response and hardware low level failure alarm (variableinfo=3) during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer advised the insulin pump was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.